Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid on the cassette membrane and underneat the pump assembly. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the observed fluid could not be determined. A post- accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a mushroom head check had been performed on (B)(6) 2019 and no findings were reported. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving multiple air detected in cassette alarms during drain 2 of 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up. It was reported that an alternate treatment option was available however, it was indicated the patient would not be completing treatment that day. Upon follow up, the patient's contact confirmed that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.